Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 435135, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4); product ID: 435135, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that there was an out of range impedance on the lead. There were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/trouble shooting/actions/interventions taken. It was noted that the patient would be scheduled for a lead replacement at a later date. No further complications were reported/anticipated.